Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the alleged event. No root cause can be confirmed.

Event description:
During literature review it was identified that a patient underwent a revision procedure due to an observed loose proximal construct 3 months post procedure. There was no patient injury reported.